Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device was reported to remain within the patient and the remainder was discarded. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the treatment of an aneurysm, the coil did not detach with multiple attempts. Upon removal of the device, the implant coil stayed within the coil mass in the aneurysm. As the device was retracted, it stretched to the internal carotid artery and detached. No intervention was taken. No harm was reported. On (B)(6) 2014 the patient was reported to be doing well. Patient information- patient identifier, age, sex and weight are not available.